Manufacturer narrative:
The initial report had the incorrect information related blood glucose reading. (B)(4).

Event description:
It was reported that the 400 mg/dl was sensor glucose value and it was not blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was above 400 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 365 mg/dl. Customer was not offered with troubleshooting as they had self-care option. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.